Event description:
Patient sustained a trocar perforation during lap cholecystectomy. Cannot pinpoint which trocar since two were used during the surgery. Not likely a problem with the trocar. Likely user event.